Event description:
It was reported that a pacific plus balloon (pta balloon) was used to treat a lesion in the mid anterior tibial artery. The target lesion was identified as calcified plaque with moderate calcification, little tortuosity and 90% stenosis. A non-medtronic inflation device was used to inflate the balloon. Device was prepped pre IFU. During the procedure, after the balloon inflation was complete,there were difficulties in deflating the balloon at the lesion site, which required the replacement of the balloon to complete the surgery. The procedure was completed by slowly waiting for the balloon to deflate to a certain extent before withdrawing it from the body and replacing it. It is estimated that deflation took 15-30 seconds, unlike normal deflation, the angiography showed that the balloon deflated slowly and was difficult to withdraw. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: a visual inspection of the device found multiple kinks on the outer shaft, with the outer shaft split at one of the kinks. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.